Event description:
Procedure type: lap sigmoid. According to the reporter: stapler was fired without incident. First firing seemed fine and tissue did not appear unusually thick; complete visualization of the green bar prior to firing was easily accomplished. No reinforcement material was used. Upon inspection of the donuts, proximal donut was thick, but incomplete. The surgeon visually inspected the anastomosis and mucosa was present outside the staple line. A leak test was performed and no leak was detected. The anastomosis was resected and a new anastomosis created with another eea31 without incident. There appears to be an area in the staple line of the original anastomosis that may not have cut completely. There was no bleeding reported in excess of 500cc. The case was extended by 45 minutes.

Manufacturer narrative:
(B)(4).